Manufacturer narrative:
Information contained in this report was previously submitted through asr on 28/jul/2010. A review of the device history record has been completed. No deviations or non-conformances noted. Further investigation results: review of sterilization and seal strength results records did not identify any deviations, errors, omissions or non-conformities that may be associated with the reported devices. Sterilization process was successfully completed and seal strength testing results met the required specifications. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection, pain, and seroma-late. These are known potential adverse events addressed in the product labeling.

Event description:
Patient reported left side "infection, excess pain, enlargement, redness, and swelling with fluid." Device remains implanted.